Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection showed the tip of the seal plug was cored out. The df 4 spring connectors were inspected, and no anomalies were noted. Once analysis in complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ICD and lead were thoroughly inspected and analyzed. Visual inspection of the ICD found the tip seal plug had been cored out. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. When a seal plug is damaged, as in this case, an accessory sensing pathway may be created and potentially result in oversensing. The root cause of the cored out seal plug could not be determined; however, it was most likely incurred during the implant procedure.

Manufacturer narrative:
This ICD will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noise/oversensing. The myopotentials looked like intrinsic signals, but there were no corresponding signals present on the shock electrogram (egm) or surface electrocardiogram (ECG). The noise/oversensing was reproduced with pocket manipulation. After inspection of the right ventricular (rv) lead port and lead connection, this ICD was disconnected. Once this ICD was reconnected to the associated rv lead, noise/oversensing was still present. It was suspected there was header damage to this ICD. The decision was made to replace this ICD with a new f160 pg, but noise/oversensing was still observed. Therefore, the physician explanted and replaced the associated rv lead with a competitor product. After positioning the competitor rv lead in an unusually high position, the observation of noise was not present. Additional information was received from the field that the oversensing never resulted in asystole of greater than 2 seconds. There were no adverse patient effects reported. .